Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at distal end.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient felt pain and she was unable to increase the scs system amplitude using the scs controller. Upon a system diagnostic, the patient's scs system impedance was found the be high on multiple lead contacts. The patient's scs system was reprogramed, but the issue persisted. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified surgical intervention was taken to replace the patient's non-functioning lead. The physician decided to implant two new leads. Postoperative, the system impedances was within normal range.